Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient slipped on mud and fell backwards; there was no change in stimulation but the patient did complain of arm tingling/numbness. The rep performed an impedance check which suggested a possible short on electrodes 6,7,8 and 14,15. The rep reprogrammed around the short and placed the stimulation on hd. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient still had arm tingling and impedances were the same as before. The leads had been placed at mid t8 and the patient continued to get bilateral foot relief. It was noted that the patient was turning it as high as 13-15 mamps and that 5-8 mamps was sufficient for leg coverage. The patient was sent for additional thoracic x-rays. The x-rays were normal with no lead movement. The patient explained that their chiropractor told them his shoulder was dislocated.